Event description:
It was reported on (B)(6) 2025 a patient presented with grade 3-4 mitral regurgitation (mr) and an enlarged atrium for a mitraclip procedure. All devices were prepared per instructions for use (IFU). The patient had a mr jet from the central-medial to central-lateral position. A mitraclip xtw was placed in the central-medial position. The mr grade decreased to 1-2. Upon deployment, the mr grade increased to 3. A leaflet assessment confirmed a single leaflet device attachment (slda). The clip detached from the posterior leaflet and remained attached to the anterior leaflet. One mitraclip xtw and one mitraclip xt were implanted directly medial and lateral to the first clip to stabilize it. The final mr grade was 1. Per the physician, the patient's leaflets were long enough for the clip but were very delicate in texture.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported slda appears to be related to patient morphology/pathology due to the posterior medial leaflet (pml) having a very delicate in texture. The reported unexpected medical intervention was a result of case specific circumstance as two additional clips were implanted to stabilize the slda. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a patient presented with grade 3-4 mitral regurgitation (mr) and an enlarged atrium for a mitraclip procedure. All devices were prepared per instructions for use (IFU). The patient had a mr jet from the central-medial to central-lateral position. A mitraclip xtw was placed in the central-medial position. The mr grade decreased to 1-2. Upon deployment, the mr grade increased to 3. A leaflet assessment confirmed a single leaflet device attachment (slda). The clip detached from the posterior leaflet and remained attached to the anterior leaflet. One mitraclip xtw and one mitraclip xt were implanted directly medial and lateral to the first clip to stabilize it. The final mr grade was 1. Per the physician, the patient's leaflets were long enough for the clip but were very delicate in texture.